Event description:
It was reported that a sales rep returned his instruments for repair. The repair report indicated a breach of insulation in the electrocautery devices.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: hook cev390b dia 3.5mm 330mm monopolar, 510k: k993655, lot# 110103, MFR date jan. 2011. Dissector insert cev398i 310mm dia35, 510k: k993655, lot# 130401, MFR date apr. 2013. Scissors insert cev393i 310mm serrated, 510k: k993655, lot# 130303, MFR date mar. 2013. Fenestrated insert cev395i 310mm dia35, 510k: k993655, lot# 130303, MFR date mar. 2013. (B)(4). The product analysis determined that: hook cev390b dia 3.5mm 330mm monopolar- ¿the coating shrunk in length on the proximal part of the instrument. The insulation defect is located on the proximal end of the device and the risk of electrical injuries is remote.¿ hook cev390c dia 3.5mm 330mm monopolar- ¿the coating shrunk in length on the distal part of the instrument. The defect is easily observable and the instrument was probably not used in this condition.¿ dissector insert cev398i 310mm dia35- ¿the coating shrunk in length on the proximal part of the instrument. The insulation defect is located on the proximal end of the device and the risk of electrical injuries is remote.¿ scissors insert cev393i 310mm serrated- ¿the coating shrunk in length on the distal part of the instrument. The defect is easily observable and the instrument was probably not used in this condition.¿ fenestrated insert cev395i 310mm dia35- ¿the coating shrunk in length on the proximal part of the instrument. The insulation defect is located on the proximal end of the device and the risk of electrical injuries is remote.¿